Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in "heart and kidney damage"; bg value was not known. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Treatment provided was not clear. Customer was discharged 10 days later with the issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.